Manufacturer narrative:
Qn#(B)(4). Device evaluation: the front end board (feb) was returned for evaluation. Visual inspection of the feb was performed and no abnormalities were noted. The feb in question was installed onto the fe/cpu/fos board test fixture and tested. No faults were found with the returned feb. The feb passed testing. The feb in question was then installed into a known good intra-aortic balloon pump (autocat2w) and performed functional testing. The feb passed voltage check, bp transducer, and static ram memory. Performed ECG, ap signal and trigger checklist and passed. The pump was left to run for six hours without any alarms or errors. The pump with the feb in question functioned as intended. A device history record review was conducted for the lot number/serial number with no relevant findings. The device passed all manufacturing specifications prior to release. Conclusion: the reported complaint of "alarm, system error 6" was confirmed by teleflex (B)(4); however, the report problem could not be replicated at the teleflex (B)(4) facility during the functional test. The feb passed functional testing. The cause of the reported complaint is undetermined.

Event description:
It was reported via an expedited quality review report: pump was on patient. Symptom - feb (front end board) "error 6" reported by customer. The intra-aortic balloon pump (iabp) was switched out to another iabp. No information on patient condition at this time. Actions: feb needs to be replaced in order to have the pump functioning.

Manufacturer narrative:
(B)(4)

Event description:
It was reported via an expedited quality review report: pump was on patient. Symptom - feb (front end board) "error 6" reported by customer. The intra-aortic balloon pump (iabp) was switched out to another iabp. No information on patient condition at this time. Actions: feb needs to be replaced in order to have the pump functioning.